Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Unfortunately, even after additional correspondence with the local staff no further information about the reported event could be obtained. The technical investigation showed that the distal end of the retractable shaft is located at about 1 mm proximal to the device tip. The stent is not present anymore underneath the retractable shaft. The safety button at the handle is in the unlocked position. The rotating wheel cannot be further turned. Dissection of the device revealed that the gluing between the retractable shaft and the metal tube which is welded onto the pullwire has failed. In addition, the product is strongly kinked about 153 mm proximal to the distal end of the retractable shaft and about 89 mm proximal to the distal end of the stabilizer shaft. However, it appears that the kinks were induced during repackaging for the return shipment. The root cause for the reported event is most likely related to the manufacturing process of a component produced by a supplier. The relevant internal departments were informed about the investigation results. The supplier of the affected component was informed and acknowledged the complaint.

Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. During stent delivery, the delivery wheel broke.